Manufacturer narrative:
The devices logfiles were returned to zoll medical corporation for further evaluation. During review of the photograhs and error logs, the customer's report was observed. Based on the errors observed, it is recommended to replace the pads. This report will be closed as observed in device data. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the assiociated defibrillator was unable to detect these attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.